Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the micro tornado hp w handcontrol was defective. Per operational and diagnostics, the reported failure was confirmed.   During evaluation, the motor was found stuck and rusty and the values of the keypad were out of tolerance thus both were replaced. In addition, a short circuit was found in the cable. The repair and testing of the unit were completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the electrical short circuit can be attributed to internal electrical deficiencies / defective components. For the keypad values, a possible root cause could be associated to lack of a periodic calibration and corrosion found can be attributed to fluid ingress into the system. However, this cannot be conclusive determined. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer.   At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by affiliate via phone, that a fms tornado micro handpiece with buttons is defective. No surgical delay or patient consequence reported.